Event description:
During a hysterectomy procedure, the staples did not form properly. The surgeon sutured to complete the procedure. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.